Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd connecta¿ stopcock extension tubing had a cut in it. The following information was provided by the initial reporter: "connecta 10 cm extension line cut from edge."

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 07-sep-2023. H.6. Investigation summary: our quality engineer inspected the 2 photos and 1 sample submitted for evaluation. The reported issue of tubing defective / damaged was confirmed upon inspection of the sample photos and sample. Analysis of the sample photos showed that the tubing was cut, and this was reconfirmed during the physical sample examination. Bd determined that the cause of the failure was associated to our manufacturing process. It is likely the failure occurred during the setup of one of our cutting die stations. Changes have been made to our procedures to prevent the recurrence of this failure mode. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd connecta¿ stopcock extension tubing had a cut in it. The following information was provided by the initial reporter: "connecta 10 cm extension line cut from edge."